Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Right ventricular (rv) pace bipolar impedance steady at 470 ohms through (B)(6) 2016, drops to 0 ohms starting (B)(6) 2016. Rv bipolar lead impedance warning on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered due to the right ventricular (rv) lead exhibiting zero pacing impedance, fluctuating and high impedance, high thresholds, and a fracture. The lead was explanted and replaced during a device upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.